Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter noted that there was moisture/corrosion behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2017 with the following findings: on investigation, moisture was confirmed behind the display lens. Moisture ingress was confirmed at a hole in cover the audio bolus button through leak testing. There was also moisture ingress throughout the pump's interior compartment. The display was fully illuminated, clear and legible; investigation did not duplicate the alleged blank display. Unrelated to the original complaint, the battery compartment was noted to be cracked.